Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Reportedly, the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Blood glucose level was addressed with manual injection. Additionally, it was reported that a cartridge alarm occurred and resistance was experienced during the fill process. Reportedly, the issue resolved and the customer successfully filled the cartridge.